Manufacturer narrative:
(B)(6). The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage sling was implanted into the patient on (B)(6) 2011. The patient experienced complications, further surgery, and nonsurgical treatment. Patient symptoms include: eep (erosion/extrusion/protrusion of the mesh); back pain; vaginal pain; pelvic pain; painful intercourse; difficulties with bowel motions; aggravated incontinence; damage; other pain: intense pain during urination, chronic recurrent uti's due to mesh fragments stuck in bladder and urethra surgical interventions: on (B)(6) 2016 the patient underwent further surgery regarding the advantage implant under general anesthesia for the following purpose: cystoscopy to remove mesh causing severe pain, and removal of calculus build up as a result of mesh as a foreign body. On (B)(6) 2019 the patient underwent further surgery regarding the advantage implant under general anesthesia for the following purpose: removal of mesh fragments eroding tissue in my bladder, and removal of calculus build up around mesh due to being a foreign body. Purpose to reduce significant pain.. On (B)(6) 2020 the patient underwent further surgery regarding the advantage implant under general anesthesia for the following purpose: removal of mesh eroding bladder and urethra, and removal of stones and calculus build up. Purpose to relieve me from significant daily pain.. Nonsurgical treatments: on (B)(6) 2012 the patient commenced pain medication: neurofen/panadol for the treatment of: taken often to reduce the daily pain and discomfort in order to live with pain from mesh implant. Treatment duration: on and off for 10 years now. On (B)(6) 2012 the patient commenced pain medication: hiprex for the treatment of: to keep urethra and bladder free from infection to reduce chronic and recurrent uti's as a result of the mesh embedded in my bladder and urethra, causing infection recurrently. Treatment duration: going on 9 years. On (B)(6) 2012 the patient commenced pain medication: antibiotics for the treatment of: treat recurrent uti's as a result of mesh erosion in my bladder and urethra cause by mesh. Treatment duration: going on 9 years now.